Manufacturer narrative:
A ge service representative performed an on site investigation. The s-ram was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the s-ram on the 9600 system needed to be replaced. No patient injury was reported.